Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire detachment occurred. The 90% stenosed target lesion was located in the tortuous and very calcified distal left circumflex (lcx) artery. The pt2 guide wire was advanced and positioned in the lesion with resistance noted and it was observed that the wire had prolapsed. An unspecified monorail balloon catheter was advanced over the wire, but was not able to cross the lesion. Upon removal of the balloon, the tip of the pt2 guide wire detached. The procedure was completed with an iq guide wire and a non bsc stent. There was no attempt to remove the wire fragment nor is further intervention planned; the wire remained in the patient's distal lcx at procedure end. There were no additional patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire detachment occurred. The 90% stenosed target lesion was located in the tortuous and very calcified distal left circumflex (lcx) artery. The pt2 guide wire was advanced and positioned in the lesion with resistance noted and it was observed that the wire had prolapsed. An unspecified monorail balloon catheter was advanced over the wire, but was not able to cross the lesion. Upon removal of the balloon, the tip of the pt2 guide wire detached. The procedure was completed with an iq guide wire and a non bsc stent. There was no attempt to remove the wire fragment nor is further intervention planned; the wire remained in the patient's distal lcx at procedure end. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the distal tip damage. A fracture was located at 181.6 cm from the proximal end. All od measurements taken met specification. The sample was sent for external analysis ((B)(4) lab- sem analysis) to determine the fracture failure mode. The (B)(4) results revealed the failure occurred due to a fatigue event in a rotational bending moment followed by a rapid tension overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).